Manufacturer narrative:
(B)(4) initial (2 of 2)

Event description:
The reported issue involves two freedom onboard batteries and are reported under two separate medical device reports: (1) freedom onboard battery s/n 45447 (MFR report # 3003761017-2016-00279) and (2) freedom onboard battery s/n 45451 (MFR report # 3003761017-2016-00280). The customer reported that the freedom onboard batteries discharge too quickly. The customer also reported that the patient subsequently exchanged the freedom onboard batteries. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery s/n (B)(4) will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. A review of the freedom onboard battery's system management bus (smbus) data revealed no anomalous values and all communications were normal. Additionally, a charge and discharge test was performed and no anomalous behavior was observed. The freedom onboard battery performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1 (2 of 2).

Event description:
The reported issue involves two freedom onboard batteries and are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00279) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00280). The customer reported that the freedom onboard batteries discharge too quickly. The customer also reported that the patient subsequently exchanged the freedom onboard batteries. There was no reported adverse patient impact.